Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. A laboratory technician tested the helix mechanism and found it was nonfunctional, replicating the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead was not able to be successfully implanted due to helix extension issues. This lead was successfully replaced. As this issue was resolved prior to pocket closure it is not likely to pose risk to the patient. No adverse patient effects were reported. Product analysis determined that the helix difficulty allegation was confirmed, based on x-ray observation of a fractured inner coil near the terminal pin, damage indicative of helix extension/retraction difficulty.